Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission ten days before, and per FDA request, submitting electronically.

Event description:
Per the surgeon, the patient was explanted due to an uncontrollable skin flap infection that occurred after removal of the internal magnet and inserting a nonmagnetic plug for MRI.the patient was explanted in 2009. Information on reimplantation was not provided.